Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked from the luer connection when attaching the PICC tube. The following information was provided by the initial reporter, translated from chinese to english: "department of gastroenterology, leakage was at the junction between extension tube and infusion connector when connecting PICC tube."

Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked from the luer connection when attaching the PICC tube. The following information was provided by the initial reporter, translated from chinese to english: "department of gastroenterology, leakage was at the junction between extension tube and infusion connector when connecting PICC tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/27/2021. H.6. Investigation: bd received 1 used sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. A possible root cause of the failure can be related to the design of the product. The current design has a section that can break when high levels of torque are applied. A new design is currently being developed to address the flaw so that the product can withstand higher torques. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.